Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was unknown. The customer stated that self test failed and pump error occurred. Troubleshooting was not performed. The product will not be returned for analysis.

Manufacturer narrative:
The device passed the displacement test however, the device alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 1 (vdd) on the keypad assembly.